Event description:
Ethicon ligamax multi clip applier ref #el5ml, lot #d4hr34 was used during a laparoscopic cholecystectomy case. The first time the surgeon attempted to use it, the jaws closed. No staple fired and the jaws would not re-open. No harm was done to the patient. Ethicon rep was notified.